Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and other insulin pump error alarm during the self test. Customer¿s blood glucose was 318 mg/dl. Customers stated that self test was passed. Insulin pump will be returned for analysis.